Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified vessel. After rotablation was performed three times, a 3.50x16 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the hub broke at the distal shaft's level. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. The first most proximal stent strut was lifted and pulled distally. The crimped stent outer diameter of the undamaged section was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. There were no breaks noted in the hypotube. There were no issues with the manifold of the device. An examination of the shaft polymer revealed a kink in the midshaft at approximately 20 mm distal of the hypotube/midshaft bond. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified vessel. After rotablation was performed three times, a 3.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the hub broke at the distal shaft's level. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was well.